Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Add more fitting instructions on the outside of box or add more detailed pictures in the instructions. The nite protector started coming apart after 2 weeks of use. I hope the replacement will last longer. I started using it end of (B)(6) 2013 even though I bought it in (B)(6). I didn't want to have to take time to boil and fit it. So I waited until end of (B)(6). Dear customer svc: I bought a rest assured nite protector on (B)(6) 2013. I realise this may be a day or two outside the eight weeks to get a free replacement nite protector. I waited for a call back from customer svc. I had left a message. No call back. So I called back. They told me everything had to be mailed for a replacement. From the info on the package, it appears you can get a replacement by call the 1-800 number or be using your website. I was wrong. Please send me a replacement. I had only used it for two weeks beginning the end (B)(6) 2013. I didn't start using it earlier because, I had to boil and fit it. It sounded difficult and I have not had to do this before.